Event description:
A doctor alleged that fourteen (14) patients had experienced the debonding of restorations after placement with the nx3. This is the eighth of fourteen (14) reports.

Manufacturer narrative:
Although the doctor identified three (3) different lots associated with the debonding of restorations, he could not verify which lots was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4711057, 4720876 and 4679042. The doctor could not recall patient or incident details. The doctor re-cemented the crown for the patient. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a retain sample for lot numbers 4711057, 4720876 and 4679042 were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were made with regard to these lots.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor re-cemented the restoration using a different product. To date, the patient is doing fine. The products used in this incident was not returned and no lot number was provided; therefore, no evaluations can be conducted. Device not returned by customer.